Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer's daughter states that her father feels well and requires no medical attention. Customer's expected blood results are 100-200 mg/dl fasting. Verified the strips expire 05/14/2015. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: 432 mg/dl, (B)(6) 2015, 08:26:00 pm, fasting: yes; 408 mg/dl, (B)(6) 2015, 05:49:00 pm, fasting: yes; 390 mg/dl, (B)(6) 2015, 05:24:00 pm, fasting: yes; 432 mg/dl, (B)(6) 2015, 02:08:00 pm, fasting: yes; 391 mg/dl, (B)(6) 2015, 11:46:00 pm, fasting: yes. Customers concern: with 391 mg/dl on (B)(6) 2015 11:46:00 am. No adverse event reported.